Event description:
Hcp reported patient experienced a pocket filled with 18ml 50 mg/ml morphine during a pump refill. The hcp reported the patient had a seroma but unsure if it was diagnosed after the pocket fill. Manufacturer explained steps of refill procedure, and programming steps using the 8840 programmer.